Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retract from catheter when applied. The needle pierced catheter into catheter. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: unable to remove needle from catheter when applied. Needle pierced catheter into catheter. A priori it happened twice monday 14/10 and this day by 2 different patients.

Manufacturer narrative:
Additional information: there was an additional lot number that the device could have belonged to, but was not confirmed. The information for the lot number is as follows: medical device lot #: 9115800. Medical device expiration date: 03/31/2022. Device manufacture date: 4/25/2019. Investigation summary: the defect needle through catheter could not be refuted nor confirmed in the absence of a sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): not determined. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the needle retract from catheter when applied. The needle pierced catheter into catheter. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: unable to remove needle from catheter when applied. Needle pierced catheter into catheter. A priori it happened twice monday 14/10 and this day by 2 different patients.